Event description:
The customer observed a falsely elevated architect stat troponin-I result for multiple patient samples. The following data was provided (customer¿s reference range >/= 0.04 ng/ml - positive, <0.04 ng/ml - negative): (B)(6), (B)(6) 2023, initial result = 0.04 ng/ml, repeat = 0.03 ng/ml, 0.02 ng/ml. (B)(6), (B)(6) 2023, initial result = 0.4 ng/ml, repeat = 0.03 ng/ml, 0.03 ng/ml.(B)(6), (B)(6) 2023,initial result = 0.04 ng/ml, repeat = 0.31 ng/ml. No impact to patient management was provided.

Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2023-00003 under the same suspect medical device but an incorrect manufacturer name, city and state. Completed information for section a1 patient identification: (B)(6). The field service representative (fsr) inspected the instrument, performed troubleshooting and determined the arc snsr lvl trig was the likely cause of the issue as it was found to be cracked. The part was replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr04169. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc snsr lvl trig did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), or the arc snsr lvl trig, was identified.